Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial port and therefore the cables would not stay connected. The programmer is expected to be returned for service but the current stats is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connectors. Analysis also noted that the upper case was cracked, the lower case was damaged, and the display wires were pinched without compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.